Event description:
The patient reported loss of therapeutic effect. It was indicated that in the morning of the call patient met with her health care provider who determined that patient did not have an infection but her stimulator was not working. The patient stated that hcp thought ¿there was defect in the thing that they put in her; to hit her nerves to my bladder was not working.¿ the patient indicated that she had too much surgery and there was damage to her nerves and her bladder.¿ it was indicated that patient clarified that hcp believed that there was a defect with one of the internal components implanted. The patient stated that "he was thinking there was a defect with the thing that connects when you put it against you, the programmer and the battery was good on it and it worked." The patient did not know if it was inside or what it was but she was not getting any relief and was hurting. It was later indicted that hcp did not know what was defective. It was indicated that patient was able to with neurostimulator (ins) and verified stim was on and set at 1.4. The patient stated she had not been getting any relief from her stimulator 8 days prior to call. It was noted that patient programmer was working as it should. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0csud, implanted: (B)(6) 2013, product type lead; product ID 3889-28, lot # va0csud, implanted: (B)(6) 2013, product type lead. (B)(4).